Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not visible in the storage space configurations. A field service engineer pulled the station out and removed the back panel. Upon inspection, it was found that the bus cable connector was disconnected. The station was powered down, the bus cable was reconnected, and the station was then powered back up. The fse tested the drawer functions, and the customer also verified functionality by assigning medication to the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wc2e main 1 matrix drawer was not detected on bus and the user was unable to recover the space, even after rebooted the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.